Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump touch screen was cracked and unresponsive. Blood glucose was not impacted. The customer reverted to an alternate method in insulin therapy.